Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose was 120 mg/dl. The customer continued to use the pump for insulin therapy. Additionally, it was reported that the pump battery could not be charged. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.